Event description:
Pt was treated in the emergency room for hypoglycemia. Pt reports that the pump delivered 4.0 units of insulin that they did not request sometime in the middle of the night. Device passed all technical inspections.